Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2014-05405. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected to treat the target lesion located in the right coronary artery. During preparation, strong resistance was encountered upon loading the first 1.50mm rotalink¿ plus onto the rotawire. The device was exchanged for another 1.50mm rotalink¿ plus. During platforming outside of the patient, the wire snapped after approximately 20 seconds. The devices were removed and the procedure was completed with a new rotawire and burr without issue. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile inspection was performed and found that the device was fractured in two sections. Moreover, the device presents several kinks on both sections. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-05405. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected to treat the target lesion located in the right coronary artery. During preparation, strong resistance was encountered upon loading the first 1.50mm rotalink¿ plus onto the rotawire. The device was exchanged for another 1.50mm rotalink¿ plus. During platforming outside of the patient, the wire snapped after approximately 20 seconds. The devices were removed and the procedure was completed with a new rotawire and burr without issue. No patient complications reported.